Event description:
It was reported that the pt underwent a posterior lumbar fixation procedure at l5-s1. Sometime post-op, the pt reported developing a persistant infection. No additional pt complications reported.

Manufacturer narrative:
(B)(4): the suspect device was not identified, therefore, the MFR cannot determine the suspect device. However, the suspect devices in use are part# 54840006545, lot#h10c65386, part# 5440020, lot# h10c4794, part# 1475001040, lot # 0077838w, and part# 54840007535, lot# h09m9380. MFR date for part# 54840006545, lot#h10c6538 is 04/15/2010; part# 5440020, lot# h10c4794 is 03/09/2010; part# 1475001040, lot # 0077838w is 01/26/2010; and 54840007535, lot# h09m9380 is 12/22/2009. Neither the device nor applicable imaging films were returned to the MFR for eval, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.